Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during functional testing and review of the archive data. The root cause for the ua45 was due to the drive shaft not being at home position. A review of the archive data showed ua45 errors; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 displayed upon powering up the platform; thus, confirming the reported complaint. The drive shaft was rotated to the home position using the administrative menu to remedy the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The biomed reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). He`s tried resetting the drive shaft and tried multiple lifebands, however, the error message reoccurs. No patient involvement.